Event description:
Information received from the field notes a possible ventricular lead insulation problem due to the patient's having had multiple episodes of pectoral muscle stimulation. The patient had a known ventricular escape rhythm in the 30's.